Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 3 months to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient has stopped charging their scs system due to many other health issues. The ipg was deemed inoperable. Patient underwent surgical intervention on (B)(6) 2024 during which ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.